Manufacturer narrative:
Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered multiple lead integrity alerts (lia) for increased sensing integrity counter (sic) and high rate non-sustained episodes. Also noted on the rv lead were a recent alert for high thresholds, and noise. The noise was not reproducible with in-office testing. A lead connection issue was suspected and confirmed via x-ray that the lead pin did not appear to be fully seated into the implantable cardioverter defibrillator (ICD) header. A revision was completed, and the lead pin was removed and reinserted. Testing indicated all readings were within normal limits with no evidence of noise or oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.